Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via chat stated that the brush head on their oral-b io7 became loose and rattled/became very noisy with vibration during use. No injury was reported.

Manufacturer narrative:
26-mar-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Consumer via chat stated that the brush head on their oral-b io7 became loose and rattled/became very noisy with vibration during use. No injury was reported. 28-dec-2021 case update: concomitant product updated to oral-b power power oral care refills io series. No injury was reported. 02-mar-2022 case update: the suspect product lot/dose was ab12311117. No injury was reported. 22-mar-2022 follow up via e-mail: the consumer used regular crest toothpaste. No injury was reported.